Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a patient had a low blood glucose and had to initiate an emergency treatment protocol. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause or contributor.